Manufacturer narrative:
Pump received with minor scratched lcd window. Unable to download using carelink pro due to displayable history check failed on startup error found in alarm history. Displayable history check failed on startup error alarm due to corrupted history file. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer requested a replacement insulin pump. The customer's blood glucose was unknown. No additional information provided.